Manufacturer narrative:
Device not returned. No evaluation will be performed. Complaint can not be confirmed. If additional information is received, will report within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Event description:
On (B)(6) 2014 our affiliate in (B)(6) received photocopies of a letter from an eye care provider reporting a patient who experienced "redness, pain and infection with both eyes while wearing contact lenses." The provider reported the patient was diagnosed with corneal ulcers ou. This report is for the right eye. The left eye is reported in 1033553-2014-00071. No clinical or treatment details were received from the reporting physician. The reporting physician could not provide treating physicians contact details. The informant reported the patient felt pain in both eyes and was unable to open them. Location or size of the ulcers is not known. Date of event was not provided but the patient was still using eye drops at the time our firm made contact and the patient reported "eyes are fine now." These events are being reported as worst case. Lenses have been requested for evaluation but have not yet been returned. A device history review was performed: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. No quality events associated with this lot. The lot history review indicated lot boofvqk was manufactured under normal conditions.